Event description:
Emt's responded to a person with CPR in progress. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze buton pressed. According to the reporter, the device advised a shock and charged, but would not deliver energy to the patient. A backup defibrillator already at the scene was immediately used as a backup. The patient was not resuscitated. The reporter indicated the use of the device did not affect patient outcome because of the immediate use of a backup defibrillator and the patient's lack of viability.